Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringes with luer-slip tip pre-attached needle had multiple issues regarding spots on the syringe,spots in the package, and packaging destroyed. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: sample evaluation: we have been provided with pictures of the affected syringes. The returned pictures presented syringes with black spots in the package and also pictures of damaged blister. We could confirm the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2017 (january 10th - 13th, 2018). Research has found no problems, defects or qn related to the reported issue. Investigation conclusion: the provided pictures of the samples presented the reported issue. We could confirm the reported issue. Root cause analysis: after the evaluation of the sample and the discussion with our production supervisors, we have determined that the foreign matter of the non-conformance consists of black particles from the chain of the primary packaging machine. The root cause was related with a mechanic defect of one staple of the chain. The broken staple rubbed the chain and produced the black particles. In that case, we consider that because of a punctual failure in the procedures by the operator, these syringes were not rejected from the manufacturing process. We can conclude that the reported non-conformance related with broken package was produced in the secondary packaging machine. This machine has a cutting system and in this stage the different cavities of the strip are cut. The non-conformance was produced due to a punctual failure of the cutting system, which produced the existence of an incorrect cut of the paper between cavities, what produce the breakage of the paper when you tear each syringe apart. This system is periodically checked, but in this case we think that some strip was manufactured and not rejected before the mentioned checking of the system, what should be an isolated case. On the other hand, based on the preventive measures and our stringent sampling inspection, we are confident that this has been an isolated case and any probability of occurrence should be exceptional.